Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. The patient was injected with rha 3 in the nasolabial folds on (B)(6) 2024. The injection was administered with an unspecified needle. Two days after the injection, on (B)(6) 2024, the patient exhibited redness and a pustule around the left nasolabial fold at the injection site. As a treatment, the injector prescribed an antibiotic (doxycycline, 100 mg), and an unknown quantity of hyaluronidase was administered by a different provider. On (B)(6) 2024 we were informed that the symptoms were resolving. According to the patient's medical history, she had a history of acne and has suffered from breast cancer. Due to the limited information received and the potential seriousness of the events erported, on (B)(6) 2024, theteoxane's medical expert was contacted to provide a diagnosis. According to him, the events reported and pictures would be compatible with a vascular occlusion. Therefore, the case was upgraded as reportable to the FDA. At the time of this report, no additional information is available, but the situation and symptoms remain monitored.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. The patient was injected with rha 3 in the nasolabial folds on (B)(6) 2024. The injection was administered with an unspecified needle. Two days after the injection, on (B)(6) 2024, the patient exhibited redness and a pustule around the left nasolabial fold at the injection site. As a treatment, the injector prescribed an antibiotic (doxycycline, 100 mg), and an unknown quantity of hyaluronidase was administered by a different provider. On (B)(6) 2024 we were informed that the symptoms were resolving. According to the patient's medical history, she had a history of acne and has suffered from breast cancer. Due to the limited information received and the potential seriousness of the events reported, on (B)(6) 2024, the teoxane's medical expert was contacted to provide a diagnosis. According to him, the events reported and pictures would be compatible with a vascular occlusion. Therefore, the case was upgraded as reportable to the FDA. Despite reminders, no updates were provided, thus the case was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.